Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated, filter migrated, tilted, a fractured fragment migrated to base of the lung, the patient was diagnosed with a thrombus and reportedly experienced back, chest and abdominal pain. The device has been removed successfully after several unsuccessful retrieval attempts. The current status of the patient is unknown.